Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the device fired an incomplete staple line. The surgeon achieved hemostasis via single clip ligation and proceeded as normal.